Manufacturer narrative:
The UDI is not available, the device was manufactured before UDI implementation. The staff member's behavior is explicitly prohibited by the device¿s instructions for use (IFU 001-15698-en), which clearly state that the lift is intended solely for patient handling tasks performed by trained caregivers. The misuse led to the individual falling from the lift. Final conclusions to be provided in the follow-up report.

Event description:
A staff member was using a ceiling lift inappropriately during the evening, treating it as a swing. The individual was hanging from the lift, fell, and sustained an injury to the right leg. Emergency services were called, and the individual was taken to the hospital for treatment, which included a wound washout surgical procedure.

Manufacturer narrative:
The staff member's behavior is explicitly prohibited by the device¿s instructions for use (IFU 001-15698-en), which clearly state that the lift is intended solely for patient handling tasks performed by trained caregivers. The misuse led to the individual falling from the lift. Maxi sky 2 instructions for use (IFU 001-15698-en rev. 6) state: ¿the maxi sky 2 ceiling lift is designed to assist caregivers in hospitals, nursing homes or other assisted living centers, lifting patients with reduced mobility for the following reasons: transferring to or from adjacent location, such as chair, wheelchair, bed, bath, toilet, floor or stretcher; supporting the patient for rehabilitation training; assisting patient with tasks such as, toileting and bed repositioning." "Patient lifting and/or transferring must be done by a trained caregiver as per the instructions found in this manual.¿ ¿warning: the maxi sky 2 must be used only for the reasons stated above. It must be installed by arjohuntleigh authorized personnel as per the local codes and arjohuntleigh¿s general guidelines. Do not use the lift for any other purpose. Serious injuries could occur.¿ the arjo device was not used for a patient treatment when the event occurred. There was no arjo device malfunction that contributed to the event but the device was damaged during the event. The complaint was assessed as reportable due to the fall of the staff member that resulted in serious injury.